Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 and (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector prior to insertion. Therefore, her patient's blood glucose level was 145 mg/dl for the first event and for the second event it was ranging between 200-225 mg/dl. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.